Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement procedure, the atrial lead was also explanted and replaced due to fracture. The patient was stable before, during and after the procedure.